Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed; no additional defects or malfunctions were found with the device. A review of the service history revealed no issues that would have caused or contributed to the iipv. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) at 23:29:49. During night drain cycle five, the patient's ultrafiltration reading was 1777ml, indicating the home patient drained 1777ml more than their maximum programmed fill volume of 2000ml. No additional information is available.